Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port and external pump housing had extensive damage. There was no reported impact to customer's blood glucose level. No further information was obtained and the customer declined tandem technical support to follow-up regarding the reported issues.